Event description:
On (B)(6) 2014 - lab tests at (B)(6) shows glucose was 116 - freestyle freedom lite meter showed 131 (fasting). On (B)(6) 2014 - health screen summit health at (B)(6) glucose 197 - freestyle freedom lite meter showed 106 (non fasting). On (B)(6) 2014 - lab test at (B)(6) shows glucose was 104 - freestyle freedom lite meter showed 127 (fasting). On (B)(6) 2014 - health screen by summit health at (B)(6) glucose 76 - freestyle freedom lite meter showed 101 (non fasting). The sample of blood used on the strip was the same as lab/screening personnel used for testing.